Event description:
Customer states he had a lipemic patient sample which gave an ammonia result of 63 umol per l. (The result was accompanied by a data flag indicating the absorbance value to be used for calculation was too high). The analyzer reran the sample with decreased sample volume and gave 34 umol per l. The customer did not believe the rerun result and manually performed a 1:2 dilution which gave an ammonia value of 64 umol per l. Customer was advised there was no direction in the ammonia package insert for a manual dilution and therefore, the results from manual dilution could not be supported. It is unknown which ammonia results were reported, there is no allegation of death or serious injury. The field service representative could not duplicate the customer's results. To verify analyzer operation, he performed precision check (with dilution) with good results and ran qc.